Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. The stc mixer cable was returned for investigation on 24-may-2018. Visual inspection confirmed that the pin on the green wire in the connector is broken. The returned part failed functional testing. H.3. Device evaluation by manufacturer: functional testing has confirmed the pin on the green wire in the connector is broken.

Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: on (B)(6) 2018, a field service engineer (fse) was at customer's site and verified error from error logs. Fse replaced stc lane cable xp204, and verified operation by running quality control (qc). Customer stated qc is running high. Fse replaced bound free (bf) wash syringes and solenoid valves. Fse successfully ran qc within acceptable range. The aia 2000 instrument is functioning without errors after completing the repair. A 13 month complaint history review and service history review for similar complaints was performed for the serial number (B)(4) from (B)(6)2017 through aware date (B)(6) 2018. There were three (3) similar complaints identified during the searched period, which includes this event. The aia 2000 operator's manual under appendix 4: error messages, states the following. The 2000 diluent shortage error is generated when the diluent tank is found to be empty at the start of measurement. Measuring operation is stopped. Solution: replenish the diluent and retry the measurement. The 3061 stc lane mixing failure error is generated when the mixing check sensor of the stc lane mixing motor failed to detect a mixing operation. The current measurement will be flagged (io flag) and new measurements will be suspended. Solution: contact tosoh service center or local representatives. The most probable cause of the reported event was due to faulty stc mixer cable for mixing error and faulty bf wash syringes.

Event description:
On (B)(6) 2018, customer reported getting error messages 2000 "diluent shortage" and 3061 "stc lane mixing failure" on aia 2000 instrument. The customer was down and unable to run. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for alpha-fetoprotein (afp). There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.